Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose level. Blood glucose level at the time of incident was 400 mg/dl. It was known whether auto mode feature was active or not. The insulin pump will not be returned for analysis.